Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing due to noise observed on stored atrial lead electrogram. The analysis of the device memory also indicated the impedance on the atrial pacing lead was beyond the expect ed upper range. Atrial pace impedance steady at approximately 496 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high and unstable thresholds, high impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.